Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 31 mg/dl and 102 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the defference in values to be clinically significant. There was no report of death, seroius injury or mistreatment associated with this event.

Manufacturer narrative:
Original report lists the brand name as freestyle in box d1 when it is actually freestyle flash. Customer returned meter serial number r-e271-62860. Returned meter performed in accordance width manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. The freestyle flash blood glucose readings as reported by the customer were not found in the meter internal log.